Event description:
It was reported that the device was found to be in back up vvi mode while still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The reset was reproduced during temperature chamber testing. The root cause of the reset was an anomalous component on the hybrid.